Event description:
It was reported that the patient with electrode had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the electrode remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with electrode had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with electrode had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of noise, likely sense b node in source, as well as changes in amplitude morphology measurements. Troubleshooting and testing of the system was able to reproduce noise in the secondary vector. The patient was discharged from the hospital and the electrode remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspected noted the complete electrode was returned, with bubbles noted in the notch area next to the sense b node. Setscrew marks were observed in the proper location on the terminal pin. A resistance test failed, indicating a fractured/broken conductor. X-ray imaging showed the hv-d cable end was pulled out of the distal stake. The shocking coils were also severely stretched out at the proximal end, while also being misaligned at the distal end too. X-ray imaging showed one filar fractur on the high voltage cable approximately 295 millimeters from the terminal end under the cut suture sleeve, which had exposed the cable. All of these physical alterations were thought to have been induced in the field during the explant procedure, and analysis was unable to confirm the allegations made against the electrode in the field.